Event description:
During an atrial fibrillation (afib) procedure, it was reported that there was noise on the ecgs and the data stream error displayed on carto 3 when this cable was in use. The issue was resolved after the cable and catheter were replaced. Additional information provided stated the noise occurred the minute the catheter was plugged in. Noise occurred on both the carto and the recording systems at the same time. The signal noise occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings. The physician was not able to interpret neither the body surface nor any ic recordings due to the noise. The procedure was completed without any patient¿s consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported that there was noise on the ecgs and the data stream error displayed on carto 3 when this cable was in use. The issue was resolved after the cable and catheter were replaced. Additional information provided stated the noise occurred the minute the catheter was plugged in. Noise occurred on both the carto and the recording systems at the same time. The signal noise occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings. The physician was not able to interpret neither the body surface nor any ic recordings due to the noise. The procedure was completed without any patient¿s consequences. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.